Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the rep clarified the controller malfunctioning was that one time when it would not stop beeping after the battery was taken out. The stimulator malfunctioning was the stimulator implant gives off hot sensation and shocking once in a a while. They said there could be water or fluid seeping into stimulator. The steps taken to resolve the issue is they changed from program a to b. They are still working on it and logging incidents.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient reported they are experiencing shocks in the back from the ins. Patient asked if that's how it supposed to be. Patient reported they are having stinging shocking on the left side of the ins area and incision area by the spine. Patient stated they think the ins and controller are malfunctioning. Patient stated when the battery level goes down low they get shocked and then they plug it in, they get shocked and ins show 30% charged. Patient stated they will increase the stimulation because their legs really hurt and the therapy works well for them but they are not sure about the shocking. Patient services (ps) confirmed the incision is healed up and patient said they can't feel the ins because its healed up. Ps asked patient to connect with controller, controller is 100%, ins 100% charged. Ps reviewed therapy on/off button. Patient stated they spoke with the healthcare provider (hcp) office intern and manufacturer representative (rep) and patient was told to call ps and the controller may need to be replaced. Ps reviewed controller is functioning as intended. Ps reviewed battery icon meaning on the controller. Ps reviewed when the ins is low its an indicator ins need to charge up. Ps confirmed there is no visible damage on the controller. Ps reviewed since the shocking is inside the body on the ins area patient will need to consult with hcp office regarding the shocking. Ps reviewed patient could turn therapy off and monitor the shocking. Ps reviewed patient could adjust the stimulation and monitor the shocking and consult with hcp office for next step. Ps reviewed hcp office can call technical services if they have question. Patient stated they are getting shocked while talking with ps. The patient was redirected to their healthcare provider to further address the issue.